Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen, and a replacement was provided while the damaged unit was expected to be returned. Symptoms included no reported adverse clinical effects, and blood glucose was reported as not impacted. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of event details, device history review at intake, and efforts to obtain the device for evaluation. Investigation of this case revealed a physical damage issue to the display component consistent with accidental impact, with no functional performance issues reported and no alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.